Event description:
It was reported that the pt experienced painful stimulation. The implantable neurostimulator (ins) had been off for 2 yrs but stimulation turned on when device was off. The stimulation was able to be turned off with the pt programmer but the pt still felt pain.

Event description:
Additional information received reported that an end-of-service / end-of-life message was observed. It was noted that some unipolar impedances were less than the bipolar value. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient experienced intermittent sensation from his depleted implantable neurostimulator (ins). The patient underwent an explant of his ins and chose not to have it replaced. The patient outcome was the patient was doing very well and was happy with the decision to have the ins explanted.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and extension were removed. The lead was believed to be left inside the patient.

Manufacturer narrative:
(B)(4).